Manufacturer narrative:
MFR ref no.: (B)(4). The device was received and evaluated by baxter. Internal evaluation of the unit found the retention clip on j6 of the I/o pcb was not secure to the back flex from the rear case this being the cause for the no audio. Once the connector retention clip was properly secure audio was reestablished.

Event description:
It was discovered that a pump had no audio. It was also reported that there was no pt involvement.